Event description:
The customer reported that while entering and checking medical order entry, prescription screen didn't report complete prescription and didn't report kc1 ions (potassium) needed for pt treatment.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.